Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had a significant discrepancy in expected battery longevity between two appointments. The ipg had progressed to elective replacement indicator (eri) by the time of the latter appointment. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.